Event description:
Patient was revised to address acetabular cup loosening.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: moderate amount of corrosion at the trunnion at the femoral head-neck junction; villous thickening of the synovium; extensive arthrofibrosis. Femoral head, adaptor sleeve and femoral stem added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.